Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-08251. It was reported the pt experienced shooting/stabbing sensation started at the ipg site and down to her right toe. The pt also experienced itching sensation during and after the charging session and the ipg required frequent charging. The skin over the ipg felt hot to the touch during charging. The feeling had persisted for 24 hours after the charging session during the stimulation was turned on and off. Follow-up indicated the pt reported she felt the ipg battery was leaking inside her body and the ipg was burning through her skin. The pt was planning to go to the emergency room due to the issue. The pt was later seen by the physician who reported minimal warmth after charging for 20 minutes. The physician advised to use ice pack after charging. No further information is available at this time.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's eval: corrective and preventive action (CAPA) investigation was performed. Eval: result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.